Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a partial pancreatectomy, the device did not fire. At the time of firing, the handle broke. A new stapler was used to resolve the issue. There was no patient injury.